Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was offline. The customer had network error. The clinicians had to do manual temperature patient workaround. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (b)(60 was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station lost network connection. The field service engineer (fse) connected the cable to the correct network port and verified proper connectivity. The system functioned as intended after the field service engineer (fse) resolved the issue.